Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was having issue during prime process. Customer stated that insulin did not squirting out after motor stops during the fill tubing process. Customer was not able to exit the load reservoir process. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.